Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the lesion was a chronic total occlusion (cto). The guide wire kinked at the exit of another company's microcatheter, after which, the guide wire separated. The devices were withdrawn together and no intervention was performed. No additional event or patient information is available.

Manufacturer narrative:
.